Event description:
Received a report of an event from a hemodialysis user facility. It has been reported that the bloodline came apart at the medication injection port. The facility was contacted for add'l info where it has been learned that for this event, at the end of the dialysis treatment, the medication port line separated from the venous line. The estimated blood loss was estimated to be between 240-300 ml. The event occurred as the pt was finishing the treatment. There was no report of injury or ill effect to this dialysis pt from this event. The pt was discharged to home at the end of the dialysis treatment. A sample is available for eval.